Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported on operative report (B)(6) 2010 anterior repair and cystoscopy performed for 4th degree cystocele, no bladder injury present and patent ureters after completion of the repair. It was reported on operative report (B)(6) 2010 findings on cystoscopy, she has got normal bladder mucosa, no bladder injury after placement of trocars. It was reported on (B)(6) 2012 cystoscopy due to hematuria. Findings: the bladder mucosa was hemorrhagic. There was no obvious lesion seen but visualization was difficult due to the amount of bleeding. It was reported on progress note (B)(6) 2012. Patient referred for evaluation for gross hematuria in the setting of recurrent uti. She reports that she had pop for which she underwent sling procedure on (B)(6) 2010. Since that time she states that she has developed recurrent infections on multiple occasions. Most recent uti was apparently hospitalized and has developed urinary retention and high post void residuals as the cause of her uti. Recommended to attempt to clear her uti and consider repeating urodynamics as well as cystoscopy to rule out any signs of obstruction from the sling requiring urethrolysis or sling erosion as the source of her uti requiring revision. It was reported that patient underwent mesh revision/removal on (B)(6) 2012 for urge incontinence, urethral obstruction and bilateral hydronephrosis. The type of surgery performed was urethrolysis as well as suprapubic tube placement and bilateral retrograde pyelograms. It was reported on (B)(6) 2013 that she had an indwelling suprapubic catheter put in this past june. Although this has been removed by her urologist this year and she¿s now voiding normally. This is felt to be due to complications related to her bladder sling procedure years ago. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention, acute cystitis and hematuria.